Event description:
It was reported that cadd- legacy pump fails occlusion, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: d5: unknown; e4: unknown. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found intact. The event log showed evidence of error codes. Upon function testing, the reported problem was duplicated. Fluid ingression on the downstream occlusion sensor was identified. The root cause of the reported problem is unknown. The sensor was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device.